Event description:
It was reported by service report that the track is not staying locked due to a missing latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.